Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with ethanol gen.2 (etoh2) assay on a cobas pro c 503 analyzer. Initial result: 137 mg/dl. The physician questioned the result and the patient denied using alcohol. The sample was rerun. Rerun result: 0 mg/dl the rerun result deemed to be correct.

Manufacturer narrative:
The cobas pro c 503 analyzer serial number was (B)(6). Last calibration was performed (B)(6)2023 was acceptable with no alarms. Qc was performed and was acceptable. There was no indication for a performance issue of the reagent or the instrument. The alarm trace contained 2 sample foam detection alarms which may be an indication of a poor sample quality. The field service engineer (fse) checked the gear and the water pressure and they both were within range. He also checked the rinse levels for the wash stations and the cuvette rinse. Precision studies were performed and they were within specifications. The customer performed qc and it was within the facility's range. The fse did a perfomance check and the instrument was performing within specifications. The issue was resolved. The cause of the event could not be determined.